Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 332 mg/dl. Reportedly, the customer was a brittle diabetic and reported that bg level fluctuations were "normal" for the customer. Additionally, the customer was a new pump user and was working on obtaining a tighter control on managing bg level. To treat the bg level, the customer delivered a bolus. Reportedly, approximately four and a half hours later, the customer's bg level returned to target range. Recommendation was made to consult with health care provider regarding diabetes management.